Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "pain", "harder and bigger," and a "rash" on chest and arms, and "concerned about the product," capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain", "harder and bigger," and a "rash" on chest and arms, and "concerned about the product." Patient also noted having had right side capsular contracture, baker grade unknown that was treated with a capsulectomy in 2014. Device remains implanted. Right side.